Event description:
It was reported that the patient¿s pump had been empty since (B)(6) 2013. It was noted there was a health care provider (hcp) in (B)(6) that would accept the patient who was now in (B)(6) but paperwork was needed that described the pump and catheter. The type of medication being delivered via the device system was not provided. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8711, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).